Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Blood glucose value was 165 mg/dl. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did not exit. The customer stated he reuses the reservoir for about a month. Customer was advised to change the reservoir with current infusion set; insulin pump did not alarm no delivery with manual prime. He was advised that changing the reservoir resolved the issue.